Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions to reset the pump. Technical support assisted the customer in performing the pump reset and advised the customer to wait 20 minutes before starting a new session to resolve the issue.